Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 13jul2017 a patient (pt) in (B)(6) called to report while wearing the acuvue2 brand contact lenses for three days he/she experienced redness, eye pain, and a burning sensation in the left eye. The pt went to the eye care provider (ecp) on (B)(6) 2017 and was prescribed maxiflox-d 1 drop every three hours for three days and optive lubricating eye drops to use as needed. Pt reported that the left eye was still red and painful and has a follow-up visit to the ecp on (B)(6) 2017. The pt reported a replacement schedule every 45 days and does not sleep in the lenses. On (B)(6) 2017 a call was placed to the pt and additional information was provided: pt reported that the os is better now after using the medication prescribed. Pt reported he/she was at the ecps office and will request the medical report from the ecp. On 17jul2017 a call was placed to the pt and additional information was provided: pt reported that he/she got a note from the ecp, but did not have it at the time of the call; pt reported that the left eye was ok now, but he/she is waiting for a week for the eye to rest and heal to return to contact lens wear; pt was prescribed lacrilax (natural tears) as needed; epitegel nightly as needed on return to contact lens wear; cetrolac md (tetramethol ketorolac) 1 drop ou tid daily for irritation once pt returns to contact lens wear. On 18jul2017 an email was received from the pt and additional information was provided: pt reported that the eye is getting better and will return the suspect lenses; a medical note from the pts ecp, dated (B)(6) 2017; ecp reported diagnosis was keratitis and accentuated conjunctival hyperemia; contact lens use was discontinued until improvement; pt was given prescriptions: dated (B)(6) 2017 maxiflox d drops, 1 gtt ou every 3 hrs until return. Optive drops - use 1 gtt ou every 3 hrs 10 min after the first drop; prescription dated (B)(6) 2017. Lacrilax drops. One (1) gtt ou, 4x daily prn, epitegel, apply ou before bed, cetrolac md drops, 1 gtt ou, 3x daily as needed for irritation. On 18jul2017 a call was placed to the pts treating ecp and additional information was provided: ecp reported the diagnosis was os infectious peripheral ulcer at 1 o¿clock, superior temporal; ecp reports os ulcer was resolved on (B)(6) 2017 exam and also reported ¿it was a very small ulcer¿. No additional medical information was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002mg5 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One opened contact lens case was received which contained two suspect lenses. The parameters of the two lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. The visual inspection revealed no abnormalities. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).